Manufacturer narrative:
The field service engineer (fse) was at the customer site and inspected the unit and observed that the source of the issue as a faulty short sample (bubble) detector. The fse replaced the detector to resolve the reported issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported intermittent short sample errors on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.